Manufacturer narrative:
The lead was discarded and will not be returned to bsn for evaluation.

Event description:
A report was received that during the permanent implant procedure while the physician attempted to place the second lead the pt screamed out in pain and the rest of the procedure was aborted. The pt was given pain medication and was reportedly doing fine after the implant procedure. The physician believes there could have been some inflammation that may have caused the pt some pain.